Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® conformable thoracic stent graft; adverse events which may require intervention and/or conversion to open repair include, but are not limited to: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with gore® tag® conformable thoracic stent graft with active control system (ctag-ac). A guidewire was advanced but was unable to be positioned at the curve of thoracic aorta/thoracic aortic aneurysm. A ctag-ac was advanced over the guidewire and the stent graft was positioned just below the left common carotid artery (lcca), the primary deployment handle was pulled to deploy the stent graft to it's intermediate diameter. During the removal of the handle, the primary deployment line broke at the level of the handle. It was thought the line had been rubbed by the edge of handle and caused the deployment line breakage. The physician pulled the broken line by hand and the stent graft was deployed to intermediate diameter without issue. Then the secondary deployment handle was removed and the stent graft was fully deployed. Angiography revealed that the stent graft had moved distally about 7mm, resulting in a proximal type I endoleak. Angioplasty was performed at this time which caused the device to move further distally, however the device was in the desired position at the origin of the curve of thoracic aorta/thoracic aortic aneurysm. To resolve the proximal type I endoleak, an additional ctag-ac was implanted. Angiography at this time revealed that the type I endoleak had resolved; but a slight type ii endoleak from the left subclavian artery remained. The physician chose to conclude the procedure and will monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
Code 4117: no device evaluation could be performed as the delivery catheter and handles were not returned for evaluation. Therefore the event description of the primary deployment line becoming separated around the handle could not be confirmed. Per the manufacturing evaluation, the device met all pre-release specifications and there were no quality objects related to this device history record. A reason for the primary deployment line separating around the handle cannot be determined with the currently available information. Based on this investigation, there is no evidence to suggest a manufacturing deficiency.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2020-00138 was submitted in error, and is hereby retracted.